Event description:
It was reported that a revision surgery was performed due to arthrofibrosis.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of the complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our clinical/medical team concluded: arthrofibrosis is a condition that sometimes occurs in a knee joint that has recently been injured. Risk factors for arthrofibrosis include replacement knee surgery and arthroscopic surgery. Based on the information provided and without the return of the explant for analysis the root cause of the loosening component and arthrofibrosis cannot be concluded. However, the patient falls prior to the revision could not be ruled out as contributing factors to the reported event. The patient impact beyond the reported revision cannot be determined. No further clinical assessment is warranted at this time. Without the actual products involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.